Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous, mildly calcified mid left anterior descending artery. A 4.0 x 15 mm nc trek balloon catheter was inserted into the sheath when a bend was noted on the shaft. An attempt was made to straighten the bend when the shaft separated in two pieces outside the anatomy. The separated catheter was simply removed and another unspecified balloon catheter was used to successfully complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed. The reported shaft separation and kink were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. In this case, it is likely that the attempt to straighten out the kink resulted in the shaft ultimately separating. The investigation determined the reported kink appears to be related to circumstances of the procedure; however, the shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.